Manufacturer narrative:
Method: the product will not be returned to maquet for investigation. Therefore, a device evaluation could not be performed. A lot history record review could not be completed as the product lot number is unk. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal would not load. The loader rolled the seal but it would not fit in the tube. The seal crushed. A replacement unit was used to complete the procedure. There were no pt effects. The product was discarded.